Event description:
This case was initially received via regulatory authority (B)(6) on 03-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of pain ('pain in body'), coital bleeding ('always bleed for a few days after sexual intercourse') and hepatic infection ('liver infection') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and panic disorder. In (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced hepatic infection (seriousness criterion medically significant). On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), coital bleeding (seriousness criterion medically significant), fatigue ("fatigue"), middle insomnia ("waking up 3 times a night") and anxiety ("had already an anxiety and panic disorder, more intense") and was found to have blood iron decreased ("low iron value"). The patient was treated with surgery (removal of essure, uterus and a piece of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the pain, coital bleeding, hepatic infection, fatigue, blood iron decreased, middle insomnia and anxiety outcome was unknown. The reporter considered anxiety, blood iron decreased, coital bleeding, fatigue, hepatic infection, middle insomnia and pain to be related to essure. Further company follow-up with the consumer or regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.